Event description:
It was reported that the md could not pass the intra-aortic balloon (iab) over the guidewire. As a result, the md requested another iab and inserted it without complications.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable based upon the info provided. The returned device was received and subsequently evaluated and the event was determined to be reportable as attempted pt introduction was made. Eval: the intra-aortic balloon (iab), two pump tubings and one guidewire were returned for eval. There was blood on exterior surfaces of iab. Sheath was accordianed just below sheath body hub. Guidewire was visually & physically checked. Flaking was observed at j-tip end of wire. There was slight bend at j-tip end & guidewire was slightly unraveled at tail end. Guidewire was frontloaded through luer end of iab & passed through with some resistance. Guidewire was then backloaded through tip of iab & initially would not pass beyond bent area of central lumen. Bend was straightened & guidewire passed through iab with some resistance. Guidewire was measured & was within specification. It appeared an attempt to remove iab from sheath was made which accordianed sheath. Instructions for use states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device..attempted removal in this manner may result in arterial tearing, dissection or balloon damage." Iab was bent/kinked approximately 5 cm from the distal tip. Catheter was bent approximately 33.5 cm above the bifurcation. A DHR review was conducted on the iab & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. Although returned wire was damaged, it did pass through iab when bend was straightened. Management will continue monitoring complaint reports for any trends which may appear.